Event description:
It was reported that during use of the ilet system, a cartridge and connector from the referenced lots leaked when the user pressed and held, requiring multiple supply changes and causing delayed insulin delivery with a reported blood glucose of 259 mg/dl; replacement supplies were ordered and the issue resolved after successful change-out. Customer care provided support that included supply replacement logistics. Investigation of this case revealed a suspected product performance issue related to fluid leakage at the cartridge-connector interface, consistent with a device component leak affecting insulin delivery. No clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of therapy until new supplies were installed, with return to normal operation after the supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate, with potential contributory factors including connection integrity and component fit during setup.